Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited inappropriate mode switches and noise reversion episodes. Programming changes were discussed; no changes or interventions were reported. The patient was in stable condition.